Manufacturer narrative:
The complaint description reported on july 19 2019 was for a bent guidewire out of package which is considered to not meet the criteria of a reportable event. When the sample was reviewed and evaluated, it was determined the complaint was actually for a bent/fractured laser fiber and not a guidewire. This failure mode meets the criteria of a reportable event. The aware date for the fractured fiber is (B)(6) 2019. Returned for evaluation was an 400 micron evlt fiber. The returned fiber noted there was a fracture of the fiber shaft. The fracture occurred 120.5cm from fiber gripper. The customer's reported complaint was confirmed, the returned fiber was noted to have a fracture. Although the complaint is confirmed, it is unknown how this bend/fracture occurred. Angiodynamics' supplier of this device was notified of the event. At the vendor facility, manufacturing and inspections procedures include a 100% inspection of the entire fiber, including the quality of each strip. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. During the packaging step, the fibers are inspected for damage. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).

Event description:
As reported: when the customer opened the product, the guidewire is broken/bent. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. The disposable device has been returned to the manufacturer for a device evaluation.